Event description:
Patient reported right side "pain", "small balls appeared, so patient went to the physician and it was found peri-implant liquid", and "encapsulated prostheses." Healthcare professional reported right side "pain on palpation", "capsular contracture grade iii" and "peri-implant fluid". Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient later reported "an increase of lymph nodes in armpits was detected" and "recall of breast prosthesis".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade iii" and "peri-implant fluid".

Event description:
Patient reported right side "pain", "small balls appeared, so patient went to the physician and it was found peri-implant liquid", and "encapsulated prostheses." Healthcare professional reported right side "pain on palpation", "capsular contracture grade iii" and "peri-implant fluid". Device remains implanted.